Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the pump was not correctly calculating the insulin on board and the iob is not showing up on bolus total screen. During troubleshooting with customer support, the blood glucose was calculated correctly. Cs found that the pump was not subtracting the iob amount correctly. This complaint is being reported because the miscalculation issue was not resolved.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 4/17/2015: the device was returned to animas and evaluated by product analysis on (B)(4) 2015 with the following results: no defect was found. Pump iob is functioning properly. Testing was unable to duplicate the complaint. Pump booted to the verify screen with audible and vibratory features. A 10u bolus was successfully performed; immediately after the bolus was performed the pump correctly displayed the 10u in the iob status screen. Executed ezbg and ezcarb boluses with bg above, within and below target. Pump adjusted the calculated amount correctly. The 10u bolus was correctly reflected in the iob on the ezbg and ezcarb bolus screens. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.